Event description:
After an implantation time of 39 months, this system was explanted due to 4 inappropriate detections and charge procedures. The artifacts could not be reproduced in provocation tests. No worsening of the patient's state of health was reported. (B)(4).

Manufacturer narrative:
The ICD underwent a status interrogation. The device status was mol 2, 30 charge procedures were documented. The ICD memory content was checked, the available iegms showed disturbances in the ventricular channel. The signal detection capacity of the ICD was then tested. It was noise-free. The ICD accepted incoming signals without problems. The ICD's therapy capacity was tested. The antibradycardiac start signal was good and corresponded to the programmed values. A fibrillation signal was simulated and the devices reacted with a defibrillation shock, according to specifications. The specified energy level was reached. The charge time was unproblematic. The connective system of the defibrillator was mechanically tested. The screws of the shock and pacing outputs were functional. Test leads were inserted easily and made contact with low ohm values. The drill measurements were all within the is-1 and/or df-1 standard predefined dimensions. There was no manufacturing or material defect. No material or manufacturing defect could be detected during the ICD analysis.